Manufacturer narrative:
(B)(4). Investigation is pending. A supplemental medwatch will be submitted if new information has been received.

Event description:
(B)(4). Hospital reported that during patient use the disposable detached and the failure "disposable" was displayed. Hospital transferred the circuit to the emergency drive. Patient was hypoxic for approximately 60 sec. With a saturation of 80%. The cardiohelp device was replaced. According to the physician they performed a blood gas analysis at the same time.

Manufacturer narrative:
(B)(4). A service/maintenance was not necessary. Therefore a service order does not exist. As stated by the ssu the incident could be reconstructed: during patient treatment a blood gas analysis has been performed. While rinsing the two-way stopcock a bubble alert appears. It relays on a "pump stop" intervention. After pump stop the customer would increase the rpm's to activate a blood flow without resetting the alarm. Therefore the device did not react and the staff decided to use the hand-crank. The error message "disposable error" occurred. The staff could not find the problem and they swapped the device. The root cause is an inadequate training of the customer. The clinical assessment confirms that the device or the disposable had a malfunction. To avoid this or similar incidents the training of the staff will be improved. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiation will be completed at this time.

Event description:
Internal reference: (B)(4).